Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient programmer sync and plus/minus buttons did not work or it could be an intermittent connection. The patient was able to connect using the implantable neurostimulator (ins) on button, but then he could not change groups/programs or adjust stimulation so he just ended up turning stimulation off. It was noted that this issue was happening with the antenna attached to the patient programmer, and the patient had never tried using the patient programmer without the antenna. The patient was not getting any pain relief and was having more pain than usual, but could not use the patient programmer to adjust settings. It was further reported that the patient's current settings are too strong; he cannot adjust stimulation so he has to turn stimulation off because he cannot stand it. It was noted that this was considered a sudden change in therapy/symptoms. The event cause was unknown. The patient was in the car and was unable to perform further troubleshooting at the initial time of report. In addition, the patient was told to request a replacement patient programmer to resolve the issue. No patient harm reported. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.